Manufacturer narrative:
Section d6a: if implanted, give date: unknown/not provided; the extent of patient contact is unknown, however there is no indication that the lens was fully implanted. Section d6b: if explanted, give date: unknown/not provided; the extent of patient contact is unknown, however there is no indication that the lens was fully implanted, therefore, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a single-piece preloaded multifocal intraocular lens (iol) was cracked. The patient came into contact with the lens. No harm was caused to the patient, and no surgical intervention was necessary. No additional information was provided.

Manufacturer narrative:
Additional information: additional information was received indicating that the event occurred during application. There was patient contact; however, no harm was reported. No unplanned surgical interventions¿such as incision enlargement, suturing, or vitrectomy¿were required. There were no issues with the cartridge. A 2 ml duovisc at room temperature was used during the procedure. The iol remained in the cartridge for approximately 3¿5 minutes. A large curved tier was used to load the iol. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.